Event description:
It was reported that an asymptomatic patient presented in clinic for follow up when high and out of range high voltage lead impedance were observed. Isometric lead tests were performed, and all the electrical measurements were normal. The device was reprogrammed and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.